Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannot find the transmitter and the transmitter cannot acknowledge the sensor. Customer also indicated that the introducer needle was hard to remove and is unsure if the needle is still in the body. Customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting advised customer to reconnect the sensor so the transmitter can pick up the sensor signal. Customer was also advised to follow up with doctor regarding the lost sensor.

Manufacturer narrative:
Inspected 2 opened/used partial enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula retracted inside sensor base, and found no broken cannula during analysis. Missing 2nd enlite sensor also performed visual inspection and found both insertion needles to be bent inside the needle hub. Unable to confirm if customer received needles in said condition due to customer returning them opened. Unable to confirm customer received sensor in said condition due to customer returning them opened/used.